Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video image was interrupted due to poor contact in the video connector socket; the video connector socket was corroded; and the output socket was loose. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed a b30 error. This was discovered during setup. There were no reports of patient harm.